Event description:
It was reported that the pump exhibited pressure spikes during accuracy testing with a non-occluded syringe. The pump also exhibited occlusion alarms. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date

Manufacturer narrative:
One device was received. Visual inspection noted a cracked battery door. No alarms in the event history log (ehl) relating to reported problem. The history log had been cleared from a configuration update. Functional testing confirmed the complaint as there was a premature occlusion alarm before the pressure bar reached the top. Pressure bar would also spike right away at start of infusion. The root cause of the pressure spiking during accuracy was due to the force sensor no longer operating due to customer use from normal wear. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced cracked battery door, lead screw and both clutch halves. Replaced battery, cleaned, greased, calibrated the pump, and performed preventative maintenance (pm). The device passed all functional and delivery tests.